Event description:
The customer reported that the system had mixed images and poor image quality of cine images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.